Manufacturer narrative:
Corrected the contact information. Reported event an event regarding fretting and disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed via medical review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no exam of explanted components, no pathology or lab reports, no imaging studies. Insufficient evidence is presented to prepare a medical report, but the revision op report appears to confirm the event description. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to a broken trunnion. An accolade stem and 44mm femoral head (composition and offset unknown) and a discolored liner were revised to another stryker liner and competitor femoral components.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to a broken trunnion. An accolade stem and 44mm femoral head (composition and offset unknown) and a discolored liner were revised to another stryker liner and competitor femoral components.